Event description:
It was reported that the customer had high blood glucose of 330 mg/dl due to the bottom of his insulin pump at the drive support cap is broken and fell off. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken off end cap, scratched display window and torn motor flex cable. Unable to perform the displacement test due to pump damage.